Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use: 4.4, connection of the drain hose: caution: install the drain hose so that its maximum height is 40 cm or less. Otherwise, discharge failure may cause the equipment to malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reprocessor drain hose was lifted and reprocessed, and it was found that the drainage efficiency had decreased. No error was reported. The issue occurred during reprocessing. The procedure was completed using the same set of equipment. There were no reports of patient harm.